Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned for evaluation. Therefore, the investigation is inconclusive for the suspect sample. This is a known issue for the identified product code/lot number. The root cause was determined to be suppler related due to over-processed resin. The info provided by bard represents all of the known info at this time.

Event description:
It was reported that four probes failed to prime after acquiring one sample during two breast biopsy procedures. Each biopsy procedure was completed with a new probe. There was no report of pt injury associated with this event.